Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, undersensing was observed. The device was reprogrammed and the event resolved with no adverse consequences to the patient.

Event description:
Further information was received indicating undersensing episodes reoccurred during follow up on (B)(6) 2018. The device as reprogrammed to resolve the issue with no adverse consequences to the patient.